Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the bushings and the washers on the foot plate are beveled after a few months the foot plate falls down. MDR filed.